Manufacturer narrative:
Product complaint #: (B)(4). Additional product code: hrs jds. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent a hardware removal for the fibula plate and screws and 2 associated lag screws. The surgeon performed I&d and noted that the bone is mostly healed and appeared to have no sign of infection. Initially the patient had surgery to repair a fibula fracture 4 or 5 months ago. After 3 months post op there was a sign of infection and tried to treat with antibiotics without success. This complaint involves eleven (11) devices. This report is for (1) 3.5mm cortex screw self-tapping 24mm. This report is 7 of 14 (B)(4).